Manufacturer narrative:
This report is part of a retrospective review, although no adverse events were reported this device has had a similar malfunction that has resulted in serious injury. The lot number is unknown; therefore, the device history records are unable to be reviewed. The IFU "instructions for use" states "the patient is to be warned by his physician of all surgical risks, including the risk of fracture or breakage. Instruments are available to aid in the accurate implantation of internal fixation devices. Intraoperative fracture or breakage of surgical instruments in general has been reported. Instruments which have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose." This device is labeled as single use, the customer was unable to confirm if this was the first use. Based on the data available through the review and investigation of this file, the most likely underlying cause cannot be identified with the limited information available.

Event description:
It is reported the tap broke during the surgery. The surgeon was able to remove the piece that was in the bone. The device was discarded by the hospital.